Event description:
It was reported that during the primary surgery of right hip, secure fit broach handle would not stay locked on broach.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The complaint history was reviewed. There have been no other events for the lot referenced. The reported event was not confirmed. A functional test was performed and found that the broach handle could be easily assembled to the compatible broach. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during the primary surgery of right hip, secure fit broach handle would not stay locked on broach.